Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the original impella cp associated with this complaint was implanted and had poor flows despite the device being in good position with adequate volume status. The process to implant the impella cp was aborted and a second impella device was placed.